Event description:
Consumer reports the toothbrush head disengaged during use requiring her to seek medical attention for broken teeth and infected gums.

Manufacturer narrative:
The product was used during (B)(6) 2012.

Manufacturer narrative:
The event, "broken teeth and infected gums", is not supported by the dental records received and reviewed by our dentist. This MDR is being changed to "product problem" with no adverse event.